Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, intermittent loss of capture (loc) and occasional high out of range pacing impedance measurements greater than 2,000 ohms. The loc resulted in less than two seconds of asystole. A lead fracture was suspected near the clavicle in the subclavian vein, however, unable to obtain visual confirmation. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead is in the possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.